Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl. The customer was treated high using the manual injection. Customer's blood glucose value was 508 mg/dl and was also reported as 226 mg/dl. Customer set had alerted no delivery alarm. Troubleshooting was performed for no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited with the manual prime and was advised that the pump is working as designed. Customer assisted to perform the self test to ensure pump is working fine, test passed. The product was not returned for analysis.